Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were emergency room due to low blood glucose on (B)(6) 2020 with blood glucose level was 23 mg/dl or 33 mg/dl. The customer current blood glucose level was 43 mg/dl. The customer was treated with intravenous insulin drip. Customer also alleging insulin pump was over delivered due to unexpected lows. Customer had been using the insulin pump system within 48 hours of reported low blood glucose event. The insulin pump will be returned for analysis. The device will not return for the analysis.